Event description:
It was reported that the caller experienced a malfunction with the insulin pump, specifically showing malfunction code 16-0x20e6. The blood glucose level of the customer did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support planned to replace the pump and the customer intended to use manual daily injections (mdi) as backup therapy to maintain insulin delivery.